Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a reservoir was used. Before opening the package before a surgery, there was a hair in the package. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: sample received for analysis. Material incoming inspection records for the inner pouch, part number, lot number used in the lot of the reported complaint were reviewed and no issue was found. According to current revision, all pouches shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. This incoming inspection is based in aql (acceptabce quality level); inspection 100% of material received is not performed. Therefore, there is no evidence that this material factor could contribute to the reported complaint event. Man foreign material was not detected during inspection. During sample evaluation, it was noticed that the product was packaged and non-used, at the moment of looking for the hair reported inside the package, it was not found; then, without open the seal of pouches product was shaken to find the particle (hair) reported and finally, after continually shaking the product the particle appeared. As per customer complaint event it was confirmed that foreign matter was found inside of the sterile package (inner pouch). This kind of particle entrapped inside pouch potentially could have happened during pouch seal process at manufacturing line or this particle was on the product at any other previous operation and were not detected by the inspector during inspection operation since it probable was not visible. The criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1mm2. During sample evaluation, only one particle was detected, no additional foreign matter was observed during examination. Size of particle detected is approximately 1mm2 using tappi chart, this size is the maximum allowed as per manufacturing and inspection procedures current revisions respectively. Therefore, this man factor does contribute to the reported complaint defect. However it is considered it can be marginally acceptable as per specification. Inconsistency in the use of safety glasses during gemba walk performed into the manufacturing line, it was observed that the operators have the safety glasses, they are using them properly. Therefore, this man factor does not contribute to the reported complaint defect. Based on the present analysis and sample evaluation, the reported defect by the customer could be confirmed foreign matter was found inside of the sterile package (inner pouch). This kind of particle entrapped inside pouch potentially could have happened during pouch seal process at manufacturing line or this particle was on the product at any other previous operation and were not detected by the inspector during inspection operation since it probable was not visible. The criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1 mm2. During sample evaluation, only one small particle like hair was detected, no additional foreign matter was observed during examination. Size of particle detected is approximately 1 mm2 using tappi chart, this size is the maximum allowed as per manufacturing and inspection procedures current revisions respectively. Therefore, this man factor does contribute to the reported complaint defect. However it is considered it can be marginally acceptable as per specification. The following actions have been implemented for foreign matter from previous complaint events: obligatory use of safety glasses in manufacturing area implementation of ionizers to eliminate the pollution on air avoiding contamination and particles on product installation of light lamps to increase the visibility during inspection operations. Awareness on the current quality and manufacturing controls have been rised to operations and quality personnel: to follow correctly the gowning requirements the proper use of safety glasses at clean room packaging area cleaning requirements in every workstations at the beginning of lot, beginning of shift and after each break. Escalation review being performed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.